Event description:
The programmed pacing mode changed between follow-up in february 96 and august '96. When the pt was discharged in february, the device was programmed to dddr mode. The subsequent follow-up in august showed that the pacing mode was vvir at a rate of 60 ppm. Review of the itp strips showed no programming between follow-ups. The pt denied surgery or exposure to enviromental hazards. The pt had atrial fib. No other record of what went on during the february follow.